Manufacturer narrative:
The complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by the patient that on (B)(6) 2015 the patient went to the eye care professional for routine eye exams. After the exams on (B)(6) 2015 the patient went to the optic store in the shopping mall to purchase contact lenses. The attendant recommended daily disposable lenses because they were easier to handle. The attendant checked the patient's glasses prescription, performed a rapid lens test with a disposable lens (it is unknown if the consumer had tested the same brand that he bought) and she made some adjustments. The attendant only used the glasses prescription to indicated which lenses the patient should use not the medical prescription. On (B)(6) 2015, the patient used the contact lenses for the first time in the morning and did all the cleaning procedure correctly and at night he disposed of the lenses. On the next day he opened another lens pair and used normally in the morning. He was able to do all his daily activities. He repeated this process for 3 days. On the fourth day in the afternoon, around 5 p.m. A friend of the patient noted that his right eye was irritated and red, so he returned to his home and removed and disposed of the contact lenses. On the next day, when he woke up, the patient noted that his eyes were red and presented with "yellow wax". The patient was very scared with this scenario, and he sought medical attention but his normal physician was traveling. On (B)(6) 2015 he went to a hospital seeking medical attention. The hospital physician prescribed some unspecified medication and requested the patient to return if the problem persisted. As the situation got worst, he returned on (B)(6) 2015, (B)(6) 2016. Due to the worsening of clinical status, it was oriented by the physician that the patient should look for a corneal specialist for the case evaluation. So the patient went to another hospital and sought medical attention from a corneal specialist physician. After the case evaluation, the specialist prescribed another unspecified medication and requested that the patient returns on the following days to follow up (specific information unknown). Following the case assessment with a different physician, he urged the patient to look for a physician in another hospital of the corneal transplant department. On (B)(6) 2016 at the hospital, the doctor requested the "usg" exam (unspecified) for the right eye and it was found that an urgent corneal transplant was necessary within the following 7 days under penalty of losing his sight. The exam was performed and the results returned to the physician the same day. The physician requested the patient to request a cornea along with a specific hospital department. On 03/17/2016, the patient received a phone call informing that his corneal transplant would be done on (B)(6) 2016. After the surgery, the patient returned to revision exams on (B)(6) 2016 (unspecified outcome of surgery). It was highlighted that due to this event the patient was not able to work. According to a medical report and after the specialist evaluation (ophthalmologist) it was evident that there was a corneal ulcer in the right eye due to the use of contact lenses. Ultrasound diagnostic in the right eye showed evidence of the "axial length approximately 23mm; crystalline: later echoes and present topics; intern space: inflammatory process and hemorrhagic vitreous; papillary excavation not evident". The exam conclusion was that there was presence of inflammatory process or hemorrhagic vitreous. Some medicines prescribed were as follows: gatifloxacin eye drop (1 drop in the operated eye in 6/6 hours); prednisolone acetate (one drop in the operated eye in 4/4 hours) and polyhexamethylene biguanida (1 drop in the operated eye in 3/3 hours); tropicamide (1 drop in the right eye in 8/8 hours); therapeutic contact lens (1 unit); cefazolin 5% (1 drop in right eye in 1/1 hour); gentamicin sulfate 1,5%(1 drop in the right eye in 1/1 hour); pimaricin 5% (1 drop in the right eye in 1/1 hour); atropine sulfate (1 drop in both eyes twice a day); ketoconazole 200 mg (1 cap oral 12/12 hours for 40 days); sodium hyaluronate (1 drop in the right eye 2/2 hours); carboxymethylcellulose sodium (1 drop in the right eye 4 times a day); cefazolin 50 mg/ml (1 drop in the right eye 1/1 hour); gentamicin sulfate 50 mg/ml (1 drop in the right eye 1/1 hour); polyhexamethylene biguanida 0.02% (1 drop in the operate eye 3/3 hours); propamidine isethionate eye drop (1 drop in the right eye 4/4 hours); moxifloxacin (1 drop in the right eye 6/6 hours); pimaricin 5% (1 drop in the right eye 3/3 hours); neomycin, polymyxin b and dexamethasone (1 drop in the right eye 8/8 hours for 7 days; after 1 drop in the right eye 12/12 hours for 7 days; 1 drop in the right eye for 7 days; after 1 drop in alternatives days and stop); propylene glycol, peg 400 (1 drop in the right eye 6/6 hours continuous use); carboxymethylcellulose sodium preservatives free (1 drop 1/1 hour). No additional contact is able to be made with the reporter, therefore no further information is available.